Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went to their healthcare professional's office, met with a manufacturer representative who adjusted the remote, readjusted the locations of therapy and everything was fine now. The patient said they had to change the programming and needed a re-explanation of the programming and operation of the remote. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Reflects the other applicable component's codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a trial patient trialing for a neurostimulator for spinal cord stimulation. It was reported that "settings not available" message was seen on the controller.manufacturer's representative (rep) reported that impedance was fine intra-op but once patient was in recovery, the patient could not increase stimulation beyond 0.4 ma. Rep stated she checked impedance and electrode #4 was 4600 ohms but she wasn't using that electrode. Tech services had rep check impedance again and it was electrode #6 at 5400 ohms., and patient was using electrode 5, 6, 7, 8 for programming. It was reported all other electrodes are 840-1500 ohms. Patient was using 450pw, 60hz, tech services suggested using other electrode combinations without using electrode #5. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.